Event description:
It was reported that the left ventricular lead had become dislodged. No patient symptoms were reported. It was noted that the patient had fallen recently which was thought to have caused the dislodgement. The lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).